Event description:
Pt experienced almost total loss of sensation and motor function in leg below the knee while a pain pump was running. The pump was attached to an adductor canal catheter, which had been functioning normally the night before with only mild numbness noted at that time. When she woke up on postoperative day 1 after total knee arthroplasty, her leg was very numb, she had minimal motor function, and loss of proprioception in that leg. Pump was set at 10 ml/hour and not changed throughout the process. No leakage noted. Diagnosis for use: postoperative pain in knee.